Event description:
On (B)(6)2012, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio iq meter was displaying a "strips malfunctioning" message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 5/20/2013 with the following findings: the meter passed testing and functioned properly. No faults were found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.